Manufacturer narrative:
(B)(4) no longer applies to the pump. Instead (B)(4) applies to the pump. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 2017-jan-27 from a manufacturer representative reported the patient has a motor stall which lasted 1 hour, which matched the date and time an magnetic resonance imaging (MRI) was done. It was noted that the pump recovered and no other stalls were noted after that. Managing healthcare professional information was provided and no symptoms were known. Interrogation of the pump revealed what was previously stated. It was noted that patient also had a stall in april and may, which also matched MRI scans. All stalls recovered within one hour. The issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare provider via a manufacturer representative regarding a patient receiving baclofen via an implanted pump. Indication for use was noted as intractable spasticity. It was reported that the manufacturer representative was called by emergency room (ER) staff. A patient had come into the emergency room (ER) on (B)(6) 2017 with their pump alarming. It was noted that a motor stall had occurred. It was unknown when the alarm or stall occurred. The patient was told to follow-up with their managing physician. The manufacturer representative was notified after the patient had already left the ER. No symptoms were reported.